Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and during basal delivery, a minimum fill notification occurred. Customer's blood glucose was within range (value not provided). Customer reverted to using insulin pens for insulin therapy.

Manufacturer narrative:
Correction: a3, h6 code added, d11. The device investigation has been completed and the alleged malfunction was verified; the alleged minimum fill could not be verified.